Event description:
Patient was admitted for an outpatient left heart cardiac catheterization. The physician introduced the 4frjl4.0 catheter via a 4fr sheath. When the catheter reached the ostium of the left main coronary artery, the physician stated "the catheter felt different". Upon removal of the catheter, it was noted that the tip of the catheter had broken off inside the patient. It was confirmed by fluoroscopy that the catheter tip was lodged in the left main coronary artery. Patient was taken for open-heart surgery for removal of catheter tip. Patient survived.